Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported that the customer was currently in the hospital being treated. The customer had high blood glucose of 360 mg/dl. No further details were provided. The device will not be returned for analysis.